Event description:
It was reported that the control module has a broken lcd screen. The lcd screen is not coming on and there are visible horizontal lines to indicate a break in the connection. There have been no pt consequences reported and no interruptions in the breast biopsy.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.